Event description:
It was reported that the right ventricular lead impedance varied from 700-1456 ohms, and there was an apparent lead fracture. It was also noted that the patient fell. The lead was explanted. No patient complications have been reported as a result of this event